Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Although the mini vision stent delivery system (sds) was not returned for analysis, there was no report of any damage observed to the device prior to use, which may suggest that a product deficiency did not contribute to the difficulties experienced. The inability to cross the lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the sds or the stent implant, interactions with other devices and/or accessory device support. Reportedly, the lesion was moderately tortuous and heavily calcified, which likely contributed to the reported difficulties. In general, the failure to advance is not usually associated with a product quality deficiency and was likely related to circumstances of the procedure. The patient effect of dissection, as listed in the mini vision instructions for use (IFU), is a known adverse event associated with coronary stenting procedures. It was noted that the artery dissected after the guiding catheter disengaged during the attempt to advance the mini vision sds. This known patient effect is not necessarily an indication of a product quality deficiency. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Based on the information received with this complaint, the reported failure to advance appears to be related to circumstances of the procedure. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there does not appear to be any indication of a product quality deficiency. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks online during the manufacturing process at abbott vascular. Additionally, a quality control audit inspection is performed to verify product quality.

Event description:
It was reported that the procedure was to treat the distal left anterior descending artery (lad) which was calcified and moderately tortuous. Pre-dilatation was performed with a 2.0 x 15 mm voyager dilatation catheter. After placing one 2.25 x 23 mm mini vision stent in the distal lad lesion, a second same size mini vision was advanced to be implanted proximally in the lesion. However, while trying to cross the calcified lesion, the non-abbott guide catheter disengaged and dissected the left main artery. A vision stent was implanted to treat the dissection. Since part of the target lesion had been treated, the procedure ended. There was no adverse patient sequela. The patient was released two days after the procedure. No additional information was provided.